Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device can`t hold the pressure. The reported event was confirmed. The service evaluation revealed the inflow motor is worn out and the door lock is stiff.

Event description:
It was reported that the device can`t hold the pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received.